Event description:
It was reported that the user experienced persistent hyperglycemia associated with pump alerts for high glucose and insulin occlusion, which was resolved only after completing a full supply change and resuming insulin delivery; the device was an ilet pump using a contact detach infusion set and a dexcom g7 sensor. Symptoms included fatigue during the hyperglycemic episode, with a reported peak glucose of 367 mg/dl and duration over two hours, without ketone testing, back-up therapy, professional intervention, or hospitalization. Outcomes included restoration of glucose to target range after supply replacement, with subsequent readings within range. Investigation included review of device history and user¿s supplies, user-guided disconnection and tubing fill to confirm drops, and education on responding to occlusion alerts and notifications. Investigation of this case revealed an insulin delivery interruption due to an infusion line occlusion that resolved with a complete supply change, consistent with an infusion set occlusion affecting the insulin path. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interruption of insulin delivery, corrected by supply replacement and proper restart of infusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.